Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that during implant, the controller had a driveline power fault alarm. The system controller and modular cable were exchanged. This resolved the issue. Related manufacturer reference number: 2916596-2023-08919 (modular cable)

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power faults was confirmed via analysis of the returned system controller. The downloaded log file contained approximately 4 hours of relevant data (on the timestamp of 01jan2000 from 00:00:00 ¿ 01:59:16, and on 21dec2023 from 11:33:40 ¿ 13:24:44 per the timestamp). The log file captured replace system controller and driveline power fault alarms on 21dec2023 from 12:59:40 to 13:24:44 due to fuse a being open. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The returned system controller (serial number: (B)(6) ) was disassembled to inspect the internal components revealing that fuse a was electrically compromised. Inspection of the fuse did not reveal any issues. The damaged fuse was replaced with a new fuse. After replacing the damaged fuse, the controller passed functional testing and successfully operating in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The system controller functioned as intended after the fuse was replaced. The root cause of the reported event could not be conclusively determined through this analysis. Incidental finding: the system controller¿s white power cable connector was not fully seated to the connector on the controller¿s main pcb. The device history records were reviewed, and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2023. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to troubleshoot all alarm conditions, including the driveline power fault and controller fault alarms and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.